Event description:
Event description boston scientific received information that this patient was admitted to the hospital due to periods of asystole and syncope. The right ventricular lead impedance was greater than 2,500 ohms with inhibition of pacing due to oversensing and pocket stimulation. As a result, this lead was capped and another right ventricular lead was successfully implanted. The pacemaker is part of the insignia failure mode 2 population as described in the physician communication on september 22, 2005; therefore, it was also explanted and another pacemaker was implanted without complication.